Event description:
It was reported that a spectrum pump had an inoperable on/off key. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable "ok" button. Evaluation experienced the "ok" and third softkey to give double outputs. The first softkey, "0" and decimal keys were inoperable. It was found to be caused by corrosion and possible contamination within the processor printed circuit board (pcb). The remaining keys were tested and operated as designed. The failed pcb was replaced.